Manufacturer narrative:
The target lesions were in the proximal to distal right coronary artery (rca) and the distal circumflex. The rca was de novo eccentric, diffused, slightly calcified and a ostium lesion. The diameter of the vessel was 3.36mm and the lesion length was unknown. Pre-procedure stenosis was 100% (cto). Aha/acc classification of the vessel was a type c. There was no info regarding the lesion for the distal circumflex. Procedure was in 2005 to treat the rca and the proximal left anterior descending (lad). To treat the rca, pre-dilation was conducted with a 2.5 x 30mm balloon at 16atm. Inflation time was unknown. Three 3.0 x 33mm stents cypher were implanted at 22atm for 16~30 seconds at the target lesion with overlap. Post-dilation was conducted with a 5.0 x 20mm balloon at 14atm. Inflation time was unknown. Timi flow was 0 before the procedure and 3 after the procedure. The residual% of stenosis was 24.1%. To treat the proximal lad, aspiration and pre-dilation was conducted with a 2.5 x 20mm balloon at 10atm inflation time was unknown. A 2.5 x 28mm cypher was implanted at 20atm for 16~30 seconds at the distal end of the target lesion. A 3.0x 33mm cypher was implanted at 20atm for 16~30seconds at the proximal end of the 2.5 x 28mm cypher. A 3.5 x 18mm cypher was implanted at 22atm for 16-30seconds at the proximal end of the 3.0 x 33mm cypher. All 3 stents were overlapped. Post-dilation was conducted with a 3.5 x 18mm balloon at 20atm by kissing balloon technique. Inflation time was unknown. Timi flow was 1 before the procedure and 3 after the procedure. The residual % of stenosis was 17.4%. Ivus was conducted. On approx two and a half months later, pci was conducted to treat the distal circumflex a 2.5 x 28mm cypher was implanted at the target lesion. There was no more info available regarding the procedure or the lesion. In 2006, a follow up angiography was conducted and a de novo lesion was observed at the obtuse marginal. There was 50% stenosis. There were no symptoms observed on the pt. To treat the stenosis, a 3.5 x 23mm cypher was implanted at the distal end of the obtuse marginal. A 3.5 x 13mm cypher was implanted at the proximal end of the 3.5 x 23 mm cypher. The residual % of stenosis was 0%. It is unknown if the stents were overlapping, but the proximal end of the 3.5 x 13mm cypher was overlapping with the 2.5 x 28mm cypher which had been implanted at the distal circumflex in 2005. In 2008, a follow up angiography was conducted and restenosis was observed at the proximal end of the proximal edge of the most proximally implanted cypher at the proximal rca and the overlapping area of the proximal cypher and the middle cypher implanted at the mid rca. The pt didn't show any symptoms. There was 75% stenosis at the proximal end of the proximal rca and 90%stenosis at the mid rca. To treat the restenosis at the proximal rca, a 3.0 x 16mm taxus stent was implanted at the proximal end of the proximally implanted cypher with overlap. The residual % of the stenosis was 0%. To treat the restenosis at the overlapping area of the proximal and middle cypher at the mid rca, a 3.0 x 12mm taxus was implanted inside of the overlapping area of the 2 cyphers. The residual % of stenosis was 0%. There was no more info available regarding the procedure. This device is distributed outside the united states; however it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report #9616099-2008-01886. The product remains implanted in the pt and is not available for analysis additional info will be submitted within thirty days upon receipt.

Event description:
After receiving several cypher stents, the pt had restenosis.